Manufacturer narrative:
Device was received and evaluated by beta bionics. User complaint of sleep/wake button unresponsive was confirmed via failure investigation. This MDR is part of a remedial submission made in response to FDA form 483 observations to ensure full reporting compliance.

Event description:
It was reported that the ilet sleep/wake button became progressively less responsive over approximately one month, requiring multiple presses before the device reacted; blood glucose use was not affected and the device was replaced. Symptoms included no adverse clinical effects. Outcomes included no reported impact on health and continued cgm use via dexcom app or receiver. Investigation included case review, product replacement logistics, user education on shutdown and data handling, and confirmation of device return. Investigation of this device was confirmed and revealed a suspected mechanical or switch actuation issue affecting the sleep/wake button, consistent with a hardware component malfunction. It was concluded, based on previously established findings for similar reports, that the cause was device component failure of the sleep/wake button with progressive wear or defect.